Event description:
Material no.: 260715c , batch no.: 0078950 . It was reported foreign particle.

Manufacturer narrative:
Failure mode can not be confirmed since no evidence was provided by customer production batch history records for applicator pn 260715c lot number 0078950 was reviewed and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. A definite root cause can't be identified without an actual sample or a picture of the defect. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4) initial MDR. A follow up will be submitted if additional information becomes available.

Event description:
It was reported foreign particle.